Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected updated: b4, b5, g4, g7, h2, h3, h6. The reported event was able to be confirmed by review of x-rays. X-rays identified abnormal angulation of the femoral implant stem-neck junction consistent with implant fracture, however, there is not clear separation at the fracture site. The patient's bone quality also appeared osteopenic. A review of the device history records was unable to be performed as the part and lot numbers were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 15 years post implantation, the patient has been indicated for a revision due to implant fracture. Attempts have been made and no further information has been provided.